Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced when system was moved to other side of patients body due to major discomfort on right hand side. Should additional information become available, this file will be updated.